Event description:
It was reported that a beta bionics ilet user received multiple alert 38 notices. The user was advised to do a full restart and once successfully completed, but the alert persisted. A replacement device was arranged. The reported event was potentially attributed to a hyperglycemic episode of a peak 313 mg/dl blood glucose. The user did not require any outside assistance to correct.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.